Event description:
It was reported that this brady lead was surgically explanted due to lead malposition with intermittent loss of capture. This brady lead was replaced with the same model. No additional adverse patient effects were reported.